Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown locking compression plate medial distal tibia plate, part and lot numbers are unknown. Date of event: 2011. Et.al: s. Dobele , h. Vester , a. Schaffler , m. Lucke , u. Stockle . Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: horn, c., et al, (2011). Combination of interfragmentary screws and locking plates in distal meta-diaphyseal fractures of the tibia: a retrospective, single-centre pilot study. Injury, int. J. Care injured 42, 1031¿1037. The authors evaluated the use of interfragmentary screws to limit interfragmentary movement in distal meta-diaphyseal fractures of the tibia. Forty one patients enrolled between 2006 and 2009 were analyzed. The synthes device, locking compression plate medial distal tibia plate (lcp), was utilized in all patients. Twenty three patients were also implanted with interfragmentary screws (manufacturer not provided) in the proximal and distal aspect of the lcp. A 55 year old female developed pseudarthrosis. The authors reported this complication required revision with some patients; however they did not distinguish which patients were treated. The authors found that the use of interfragmentary screws with lcp decreases both the time for bony consolidation and the amount of callus formed during the healing time. This report is for an unknown locking compression plate medial distal tibia plate. This report is 1 of 1 for complaint (B)(4).